Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had poor/no telemetry with recharging. The patient stated that the ins was not able to connect with the patient programmer or recharger. It was reported that the patient met with a manufacturer representative (rep) today who tried to do a ¿boost¿ jump start and it was unsuccessful so they told them to call patient services to get ¿everything replaced¿. The caller stated that ¿they had several times when the implant went into an over discharge and they had to meet/call a rep for them to help them do a jump start¿. Patient services reviewed with the caller that if they had already had two over discharges and they were over discharged again, then replacing the equipment would not resolve the issue. The caller then stated that they didn¿t know for sure if it was one or two previous over discharges. The patient stated that their current communication issue started about a month ago. The caller was redirected to follow-up with their healthcare provider (hcp) to discuss the next steps for the 3rd possible over discharge. The caller was upset that the rep told them that the equipment was the issue and that patient services wouldn¿t replace it. The patient stated that they wanted to try new equipment before having to go for another surgery. It was reviewed that 3 over discharges results in the need for surgical replacement. The event occurred in 2018. No further complications were reported/anticipated.